Event description:
It was reported by the customer that a pyxis medstation es system failed to boot to dispensing application, stays on blue carefusion screen. The customer stated that this malfunction occurred when user trying to issue medication to patient, resulting in a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system failed to boot. The technical support specialist followed customer to turn the device on. The system functioned as intended after the technical support specialist troubleshot the device.